Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter was selected for use, and the patient underwent ablation limited to pulmonary vein isolation using the farapulse system. The patient was discharged normally following the procedure. During a follow up phone call between the referring physician and the ablating physician, it was noted that the patient had experienced myocardial infarction/ischemia and vasospasm. Furthermore, it was confirmed that on 27mar2026, the patient presented to another hospital with chest pain. A coronary angiography was performed and showed no evidence of spasm. Echocardiography and MRI were both negative, and there was no st elevation. Troponin levels were elevated with a dynamic pattern but later decreased. The patient anatomy was unremarkable, and no complications occurred during the original procedure. The patient is reported to be doing well now. The device is not expected to be return due to disposal.